Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a total hip in 2007 and presented with recent hip pain with x-rays indicating lysis around the screw in the cup. Update 11/january/2019: as reported in adverse consequence details: "patient required revision of the cup with adaptor sleeve and ceramic head". Spoke to rep. A stryker screw was also revised. Rep reported that no further information will be released by the hospital or surgeon.